Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - this lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead and far field. Lead to be evaluated in office. Lead remains implanted.